Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed no discrepancies. Functional testing involved filling the sample with 100 ml of colored water using a syringe. The reported issue was not duplicated during the investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
No product was returned therefore, no visual or functional evaluation can be performed. We are unable to confirm the reported complaint as no sample was received for investigation. Root cause of the reported event is unknown and cannot be determined as no sample was received. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the patient came in with a transport bag soaked in chemo. It was unclear if it was caused by the pump or the cassette. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.